Event description:
Report received of an over-delivery of heparin. The customer contact indicated that the event was the result of an error in programming the device. At an unspecified time, line a of the pump was programmed to deliver an unspecified maintenance solution at a rate of 100ml/hr. Line b was programmed to deliver 25000 units of heparin in 250ml at was rate of 15ml/hr. At 1900, the customer contact indicated that the infusions were reportedly switched. Four hours later, the nurse found the heparin was infusing at a rate of 100ml/hr instead of the intended 15ml/hr and the maintenance solution was infusing at a rate of 15ml/hr instead of the intended 100ml/hr. The infusions were stopped and the physician was notified. The pt was observed for signs of bleeding. There were no reported adverse pt sequelae. Though requested, no further info was available.